Event description:
It was reported that a malfunction alarm occurred, and that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided. A multiple dose injection was delivered to address bg. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent.